Event description:
I started to have chronic pain in my right elbow. This pain has been debilitating over the last two years. I had surgery on it and then on (B)(6) 2019, my tendons continue to hurt. I had x-rays done and steroid injections perform. FDA safety report ID # (B)(4).